Event description:
There are bubbles inside the implanted lenses of two pts. The bubbles were not observed prior to implantation. Thus far,there has been no documented objective evidence of a decrease in the pt's vision. One pt is a 67-yr-old female. The second pt is a 66-yr-old male.